Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 586 mg/dl and the customer felt nauseous. The customer's ketone level was large and was in diabetic ketoacidosis. A bolus was delivered; however, as the bg level did not decrease. An insulin injection was administered by the customer parent to address the bg level. The ketone level was also addressed with "diligent" insulin doses. The customer did not know the cause of the high bg. The customer reverted to using an alternate method for insulin therapy.